Event description:
The customer reported that the device displayed an error 1. This error code is in the category of slow to charge the defibrillator. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.